Event description:
EU complainant reported that the automated impella controller (aic) experienced a controller failure red alarm, which was resolved by restarting the controller. No patient was involved

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The impella device was returned for evaluation. Console logs from the reported day of event are consistent with complaint and show controller error alarm (#501, power battery manager (pbm) voltage out-of-spec) upon boot up. This alarm did not recur during the following boot-ups or testing. The log entry preceding the alarm error in module: 65¿, indicates that voltages vpurge via pbm1 and pbm2 were out-of-spec. Console ic3782 was inspected, but no visible damage to electronic components was observed. Measurement of the voltages on pbm, 4-in-1 carrier. The testing was inconclusive with regard to isolating the defective component. The cause of the issue was a defective component. D2 common device name revised on manufacturer device report 1220648-2024-15113 in accordance with updated procedures. E2 was erroneously selected; yes on the initial manufacturer device report number 1220648-2024-15113. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-15113 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-15113 in accordance with updated procedures.